Manufacturer narrative:
(B)(4).  Physio-control performed an initial evaluation of the customer's device and verified the reported issue.  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had failed a user test and indicated that an abnormal shock was delivered to a test load.  There was no patient use associated with the reported event. The customer later advised that a service indicator was now present, along with an event code in the memory which is indicative of a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform resulting in a monophasic shock being delivered.

Manufacturer narrative:
Physio-control inadvertently scrapped the device; therefore, the cause of the reported issue could not be determined. The customer was provided with a replacement device.

Manufacturer narrative:
Physio-control was able to retrieve the device prior to being scrapped. Physio-control determined that the cause of the reported issue was an electrically shorted transistor, designator q8, on the therapy pcb assembly. Through additional investigation, physio-control has concluded that transistor q8, located on the therapy pcb assembly, had likely become electrically shorted due to damage caused by the use of a second defibrillator to deliver double sequential defibrillator shocks two days prior to the reported event. The device service log confirmed that an event code was logged during the use of the device for double sequential defibrillation. The device test log confirmed that the device failed its self-test on the days following leading up to the reported event. Physio strongly discourages the use of the device for dual sequential defibrillation. The customer has been advised of this. The customer was sent a written summary of the investigation results, which included a letter strongly advising against the use of the device for dual sequential defibrillation.